Manufacturer narrative:
(B)(4): visual inspection revealed no physical damage to the battery compartment or cap. There was no corrosion observed inside the battery compartment. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. The pump was tested with an external power supply and is not drawing excessive current. A review of the pump history indicated several low battery' warnings one day prior to the complaint date. A review of the pump histories indicated that a 'low battery' warning occurred on the reported event date and time, and the black box showed the patient inserted a dead battery. The pump was exercised for 24 hours with no power issues occurring. Investigation concluded that use error caused the reported issue.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had no power. The patient replaced the battery and ensured the cap was secure, to no avail. The patient would not power on. The patient noted there was no damage or corrosion seen to the pump or battery cap, and the battery cap was secure and tight. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.